Event description:
A copy of a journal article was received by co which indicated that a pt had her bjork-shiley aortic heart valve replaced due to "perivalvular pannus ingrowth". According to the article, the pt had been admitted to the hosp for increasing dyspnea on exertion. Add'l info was received from one of the authors of the article which reported the pt's date of implant, date of explant, and the name of the explanting hosp.